Event description:
A report was received that the patients ipg had migrated. The patient underwent a revision procedure wherein the ipg was moved and relocated. The patient was doing well postoperatively.